Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 10 months, was returned to guidant with no telemetry, no output and no magnet tones. Visual inspection noted no irregularities. The device was returned to guidant for an unknown reason.